Manufacturer narrative:
Additional information: a4, b5, h6.

Event description:
New information received notes that noise oversensing issue was observed when the patient presented in clinic. The patient was stable before, during and after the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was capped and replaced on (B)(6) 2020 due to oversensing.